Event description:
Per facility medwatch 1800100000-2008-8001, it was reported that during a mesenteric angiogram, a guide wire tip breakage occurred. The lesion was located in the superior mesenteric artery. During an attempt to cross the lesion, the platinum plus guide wire tip "sheared off." The guide wire and separated tip were retrieved without incident to the pt. Further info has been requested, but has not been received.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.